Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement. Detailed trace analysis confirmed that the power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked retainer and the lcd window had minor scratches.

Event description:
It was reported via phone call that the customer received a pump error alarm. Their blood glucose was unknown. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.